Manufacturer narrative:
(B)(4). The product was requested for return to the manufacturer for laboratory investigation but was not yet received. The investigation still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
"It has been reported by customer on 03 may 2017 that during operation blood leakage was noticed from recirculation line (the top). Although the recirculation was changed, blood leakage continued." (B)(4).

Manufacturer narrative:
(B)(4). The sample was investigated in the complaints laboratory at the site in (B)(4). The visual examination identified that the oxygenator was damaged in several places. The gas outlet is deformed and the water connector is damaged. In addition there are several cracks located on the luer lock of the blood outlet cover. This damage indicates the oxygenator has been dropped. A leak test was also performed and it was confirmed that there was leakage at the luer lock. A DHR review of the basic lot 70107389 and packaging lot 70108586 was performed and the investigation found no abnormalities and all the controls were completed in accordance with the process control form. No systemic issue was identified from the complaint database review but the data, however, will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. Please note this is the final report.

Event description:
Ref.: # (B)(4), customer ref.: # (B)(4).